Event description:
While placing peripheral IV in patient's arm, nurse cannulated the vein with the 20g angiocath. Nurse pressed the button to retract the needle and leave the catheter in the vein. When nurse pulled out the needle, it had only half retracted into the spring mechanism and was sticking out at an angle.